Event description:
Philips received a complaint from the biomedical engineer (bme), reporting that the v60 ventilator displayed an over-voltage protection (ovp) error code. It was reported that the device was not in clinical use when the issue occurred. There was no patient or user harm reported. The bme noted the following error codes, vent 3.3v supply failed, motor control pcba adc failed, 5v supply failed, 35v supply failed, and ovp circuit failed. As the error codes are related to each other, the issue is considered an ovp circuit failed issue. The investigation is still ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer reported that the device has not been repaired, and did not provide any further details regarding the event. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.